Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was being treated for an infection at the xiphoid incision. It was noted debridement had already been performed but the infection recurred, and the physician was seeking additional options from boston scientific to resolve the infection. Technical services discussed infection management data from the early clinical studies for s-ICD and noted superficial or incisional infections were often able to be managed with antibiotics and without system explant. At this time, available information indicates the s-ICD system remains implanted. No additional adverse patient effects were reported. It was later reported that the electrode was going to be explanted due to the infection at the xiphoid incision. Technical services discussed plugging the port in the device and implanting a new electrode after the infection was cleared. However, the infection had spread to the device pocket, so the s-ICD and electrode were explanted. No new system would be implanted until the infection was resolved. No additional adverse patient effects were reported. The explanted products would not be returned.